Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2025, that on (B)(6)2025, the patient experienced a skin reaction. The wearable was inserted into arm on (B)(6)2025. The patient experienced allergic contact dermatitis and an infection which occurred the day the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with antibacterial soap, water, and alcohol. The patient developed a rash, redness, inflammation, pimples, and an infection under the sensor patch. The patient had itching and burning sensation in the area. On (B)(6)2025, the patient consulted a physician who prescribed an oral steroid medication (prednisone 20 mg tablets, twice per day for five days). At the time of the technical support follow up report on (B)(6)2025, the wound had already healed after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.